Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 4 years old and has been returned for repair previously. The inspection found that the device was slightly out of calibration. The investigation was unable to determine a cause of the reported complaint. The device being slightly out of calibration would not have caused the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was cutting into strips. Additional clinical follow up with the hospital indicated that the skin graft turned into tiny strips and agreed that 'like spaghetti." An additional graft needed to be harvested to complete the case.